Event description:
The customer reported to customer service that her pump power adapter had a crack in it. She was concerned it would crack all the way and she would be exposed to the inside wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012. She confirmed that she did not witness any smoke, fire, sparking or melting, but there was a breach in the transformer housing which exposed the underlying electronics. She had first noticed the crack during the first week of use, but continued using the power supply until the transformer would "give" where the crack was but would not come out of the wall. The original power supply has been returned and is pending investigation by quality engineering. However, the customer confirmed the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least 3 drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.